Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified, however the battery fluctuation issue could not be identified due to the charging issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port on a computer as well as a wall outlet, which led to a pump shutdown. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 159mg/dl. Reportedly, the customer was able to turn the pump back on and charge the pump successfully by unplugging the pump from the power source and plugging it back in. The customer would continue to use the pump for insulin therapy.